Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the al326 instrument had no clips in the device when fired. Another instrument was used to complete the case. There was no consequence to the pt.